Event description:
Therapist was using me220 unit, channel 1, in interferential mode, on a male pt that had impaired sensation due to a total knee replacement 6 weeks prior to the incident. The treatment was being conducted over the fibular head area of the knee. The pt said, he did feel a few sharp twinges but discounted them as coming from the knee. Upon removal of the electrodes, the burn was noted. It was a second degree electrical burn, the whole area of a standard electrode. The pt did seek intervention from another doctor, at the therapists request, and was given oral antibiotics and ointment. Per (B)(6), the owner of the clinic, the burn is clean and healing well.

Manufacturer narrative:
On 09/13/2010 - I spoke to (B)(6), the therapist that conducted the treatment on the injured pt, she said that the pt had been discharged from her care and that the wound was fully healed - all ok. I was also informed that the electrodes that were used were (B)(4) multi-use electrodes. (These electrodes were not returned to mettler for evaluation.)